Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sugar glucose vs blood glucose large differential and lost sensor signal alarm. Customer's blood glucose was 135 mg/dl and their sensor glucose was 48 mg/dl. Troubleshooting was performed. Customer was advised to insert a new sensor hours before bedtime. Customer was advised to monitor the insulin pump and call back if issues persist. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.